Event description:
It was reported that during transseptal puncture for a cardiac ablation procedure, a cardiac perforation occurred. Contrast administration identified contrast extravasation into the epicardial fat of the left atrium, which was clinically significant. An echocardiogram showed no pericardial effusion. The procedure was stopped, and the patient was hospitalized for observation and remained stable with no pericardial effusion. The patient's anticoagulant was discontinued. The patient recovered/resolved and was discharged after observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that the procedure was aborted following the perforation.

Manufacturer narrative:
Correction: b5, h6 (annex f imf added). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.